Manufacturer narrative:
Weight, ethnicity, race: unk. Product is manufactured but not sold in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -6.5 diopter into the patient's left eye (os) on (B)(6) 2019. The surgeon reports low vault and refractive surprise. The cause of the event is reported as unknown. Reportedly, the lens remains implanted.